Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. A systems check was performed with tandem technical support and no issues were identified. The customer changed pump supplies and resumed insulin therapy.